Event description:
The caller reported that the insulin gauge displayed an incorrect amount compared to what was expected, with a discrepancy greater than 30 units. There was no adverse impact to the customer's blood glucose level. The caller completed steps to remove air from the cartridge and used room temperature insulin, but declined to load a new cartridge and planned to continue using the current cartridge, following up if necessary.